Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B34599) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's concurrent conditions included obesity, pneumonia and asthma. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and vulvovaginal pain ("vaginal pain") and was found to have progesterone increased ("hormonal changes describe: high progesterone") and weight increased ("weight gain / loss (specify which one) weight gain"). On (B)(6) 2014, the patient had essure inserted. The patient was treated with antibiotics, salbutamol sulfate (proair) and surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, progesterone increased, vaginal discharge, weight increased and vulvovaginal pain outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, progesterone increased, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 190 lbs. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following removal? Yes :most , if not all symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: medical record received. Medically confirmed case. Reporters and lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B34599) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's concurrent conditions included obesity, pneumonia and asthma. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and vulvovaginal pain ("vaginal pain") and was found to have progesterone increased ("hormonal changes describe: high progesterone") and weight increased ("weight gain / loss (specify which one) weight gain"). On (B)(6) 2014, the patient had essure inserted. The patient was treated with antibiotics, salbutamol sulfate (proair) and surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, progesterone increased, vaginal discharge, weight increased and vulvovaginal pain outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, progesterone increased, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 190 lbs. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following removal? Yes :most , if not all symptoms decreased diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of product technical complaint. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's concurrent conditions included morbid obesity. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and vulvovaginal pain ("vaginal pain") and was found to have progesterone increased ("hormonal changes describe: high progesterone") and weight increased ("weight gain / loss (specify which one) weight gain"). On (B)(6) 2014, the patient had essure inserted. The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, progesterone increased, vaginal discharge, weight increased and vulvovaginal pain outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, progesterone increased, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: (B)(6). If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following removal? Yes :most , if not all symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Case becomes incident. Injury event was removed. New events added: pelvic pain, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hormonal changes: high progesterone, vaginal pain, vaginal discharge, weight gain and essure confirmation test(s) conducted: no. Reporter and concomitant condition were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.